Event description:
The customer contact reported the device delivered less than expected. The pump was returned to the biomedical engineering dept from the medical surgical unit with an unsigned note that stated, "please check malfunction." No specific pt info, pump programming, or event details were available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This was due to a broken motor assembly. The cause of the broken motor assembly could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.